Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # [mw5117763]. H.6. Investigation summary: one photo was provided to our quality team for investigation. Based on the photo investigation the symptom reported could not be confirmed. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd luer-lok¿ syringe sterile, single use it had a crack in the barrel and there was leakage. The following information was provided by the initial reporter: verbatim: pharmacy technician was preparing a dose holding the syringe in his right hand, he pushed about 2 3 mls of drug when he heard a snap and felt spray on the left side of his face. When he looked at the syringe, he noticed it had a crack in the barrel roughly 2/3 of its length. Is there any adverse event on hcp and patients occurred? None is there any patient/ hcp harm, injury, or negative outcome that has not already been discussed? None.